Event description:
It was reported that the customer was taken to the ER in an unconscious state. The caller was in a hurry, and wanted to know how to review the bolus and basal rate history. The caller could not provide further info.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.